Event description:
It is reported that patient underwent a revision due to dislocation.

Manufacturer narrative:
Evaluation summary: the patient has a history of dislocations. The femoral head used in conjunction with the kinetic neck was not a +0 head, which is the only offset allowed for use. This would be considered an off-label use of the devices. First revision operative notes stated that a straight neck option was used in this case, and the acetabular shell and stem were noted to be completely ingrown. Closed reduction notes state that after reduction, the leg dislocated when taken through a range of motion in full extension and approximately 30 to 40 degrees external rotation. Second revision operative notes stated that the patient was implanted with a retroverted neck rather than the revised straight neck. With the information provided, a definitive root cause cannot be stated. Evaluation codes: the manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. No additional complaints for dislocation have been received against the manufacturing lots involved in this complaint.